Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced high blood glucose levels while wearing the pod for 4-24 hours on the hip/buttocks. After applying a new pod and exercising, he attempted to lower his blood glucose; however, symptoms of dehydration, thirst, nausea, anxiety, increased heart rate, irregular heartbeat, upset stomach, and general malaise developed. Despite correction efforts, blood glucose continued to rise - measuring 15.3 mmol/l (275.4 mg/dl) initially with the new pod, then 18 mmol/l (324 mg/dl), and eventually 21 mmol/l (378 mg/dl) while at the hospital. The patient went to the emergency room and was there for approximately 7 hours, during which blood glucose levels decreased only to 17 mmol/l. He reported a possible lingering pneumonia and mild acidosis, with ketones detected in the blood. Treatment included IV fluids and a prescribed oral antibiotic, of which one dose was taken. He was discharged with the pod still in place. Upon returning home, the patient removed and replaced the pod himself.

Manufacturer narrative:
The device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. During investigation, a tear was observed on the left side of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from this observed tear. The exact timing and cause of this tear could not be determined.